Event description:
In the first few minutes, the jaws stuck abnormally to the tissue. Also, a piece of metal from the distal end of the instrument broke off and was retrieved from the patient, but the piece was discarded. The second instrument had no current. Another device was used without further complications. No injury or tissue damage to the patient. No medical intervention required.